Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced complications, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.